Event description:
Customer reported that their precision xtra blood glucose meter would not power on, and they were not able to obtain a glucose result. The customer began feeling symptoms of hypoglycemia and then proceeded to lose consciousness. Customer was treated with orange juice in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned precision xtra meter and test strips with lot number 41813. Customer's complaint of the meter not being able to power on was not confirmed. Returned battery was replaced with a brand new battery. Meter powered on with button depression and insertion of both a cal bar and test strip. Missing segments in the lcd were observed. This issue was identified during testing and does not appear to have contributed to the reported event.